Manufacturer narrative:
Neither the device nor any images were available for evaluation as the device remains in the patient. Upon evaluation of the information provided, it was reported that the tip of one 1.6mm k-wire , 500mm, blunt tip broke off during a posterior fusion on levels l5-s1 on (B)(6) 2024 and remains in the patient. Neither the k-wire nor post-op images were returned so visual confirmation that the distal tip has fractured could not be completed. No information pertinent to the k-wire fracture has been provided, therefore, the exact surgical conditions cannot be replicated and no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case the tip of the k-wire broke off and was retained in the vertebral body post operatively.